Event description:
It was reported that the motor drive unit was making a loud vibration noise during a case. The case was completed with no adverse patient consequences.

Manufacturer narrative:
H-6 conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form.